Event description:
It was reported that two removal hooks fractured during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.

Manufacturer narrative:
Summary: the complaint is confirmed for the failure of tips are being fractured. Visual inspection revealed the tips have fractured. Medical records were not provided for review. Potential cause: the cause of the damage cannot be determined at this time since there is no information available regarding how the instrument was being used or handled at the time of the damage. DHR review and related actions: per dhrs review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any current actions or recalls or product holds. A follow-up report will be submitted if new information is received that changes the information provided in this report. Reference report 3004788213-2020-00257.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3004788213-2020-00257.

Event description:
It was reported that two removal hooks fractured during surgery. There were no reported patient impacts associated with this event. This is report one of two for this event.